Event description:
On (B)(6) 2013, a hospital representative requested assistance turning off the infusion device as the patient was unresponsive and incoherent. The representative was unable to provide any further information, including the patient's demographics, serial number of the infusion device, or event details. The representative was advised how to stop the infusion device. No product was requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the serial number is not available, the complaint could not be evaluated. Device was not returned to manufacturer.